Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient in his 30's was prepped for a cervical spine procedure, and the mayfield ultra base unit loaner (a2101) slipped at the main clamp. The device was in contact with the patient; however there was no injury nor delay to surgery. The procedure was completed using the same unit.

Manufacturer narrative:
Mayfield ultra base unit loaner (a2101p) was returned for evaluation: failure analysis: the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all functional tests and meets manufacturer¿s specifications. No repairs are needed at this time. Root cause analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Functional test completed and device meets manufacturer¿s specifications. Probable root cause is improper or suboptimal setup/positioning of the mayfield system. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.